Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the air reamer/drill device and the trigger was sticky. It was further observed that the device would not run due to a damaged motor, the labeling had an illegible etch, and the seal and gear were worn. It was determined that the device had cosmetic damage due to a worn coupling. It was further determined that the device failed pretest for check power with power test bench, check function of device, check for sticky trigger, check trigger locking, marking and labeling and general condition. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the moving parts of the trigger not moving smoothly and the sticky trigger, identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).